Manufacturer narrative:
Carefusion complaint #: (B)(4). (B)(4). At this time, carefusion has not received the suspect device/component for evaluation.

Event description:
Customer reported that a new turbine for a vela ventilator was installed and gave audible noise and supplied lower than expected volumes during performance checks. Customer reported no patient involvement.